Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The recommended programming changes were not made and will be discussed with the following physician.

Manufacturer narrative:
'Foreign' should have been selected in initial report.